Event description:
It was reported that during a shift check, the autopulse resuscitation system display would not power on. There was no report of a patient injury.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.